Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation the pcb board had failed. The pump did deliver as expected, but the pcb board failure caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and did not affect a patient. No other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and did not affect a patient. No other information was provided. (B)(4).